Manufacturer narrative:
(B)(4).

Event description:
The patient reported an infection and incisional wound opening after receiving a new implantable neurostimulator (ins). He was in the emergency room (ER) on (B)(6) 2015 because of signs of infection from surgery. The patient's indication for use was essential tremor. No interventions were reported, so additional information was requested. If additional information is received a supplemental report will be sent.